Manufacturer narrative:
The nanoknife generator received field service at the customer site on 25-apr-2017 for evaluation and repair. The unit was noted to be in good physical condition. During assessment the generator could not pass the self-test as reported. The customer's reported complaint description of unit malfunction causing the patient to be under anesthesia for an extended duration is confirmed. The root cause for the event was determined to be a faulty switching board. The switching board was replaced and the unit tested successfully per operational verification procedure. The unit meets all acceptance criteria. A review of the device history records was performed for the reported serial number (B)(4) for any deviations related to the reported defect of the complaint. The review confirmed that the unit met all material, assembly, and performance specification prior to distribution. The user manual (nanoknife user manual), which is supplied to the user with this unit contains references to the generator's window display regarding the charge function when in use; "charge section controls the voltage on the capacitors and displays the accumulated energy for ablation. The capacitor status indictor displays the level of the capacitor charge and shows, in volts the voltage present on capacitors. When fully charged, the voltage on capacitors is always greater than the pulse amplitude currently set". The manual also contains warning and caution statements in regards to setting the mains values and replacing the mains use: "do not proceed if the generator does not charge and discharge capacitors correctly when acting on the charge or discharge button. After the discharge button is pressed, the voltage indicated by the high voltage capacitors digital indicator must be lower than 70v". The user manual troubleshooting section also contains a reference as to what to do if experiencing an error message "unable to charge/discharge; "possible reason - the system detected a problem during the charge or discharge of the capacitors. Action to take: confirm that the stop button is not engaged. If "new probe selection" button is active, click, then return to "pulse generation screen" to reinitialize and start the ablation over. If the "retreat"/ "do not re-treat" buttons are active, click "do not re-treat", do not save, then follow steps above. If the system is not able to recharge or discharge the capacitors, please call angiodynamics customer service". A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).

Manufacturer narrative:
It was reported that the nanoknife system ((B)(4)) involved in the incident is available to be returned to the manufacturer for evaluation. To date, the generator has yet to be returned. Attempts are being made to obtain the unit. The results of the unit evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on april 13, 2017. The nanoknife system had already been started up and passed all self checks prior to case. The planning screen was activated and on standby until the physician was ready to use the unit. When the physician proceeded to return to the first screen in order to input the patient data, the screen had completely frozen and was not responding to pressing of the touch screen or scratch pad. An attempt was made to reboot the system, but it then would not pass the final test on the start-up screen. This procedure was repeated about 8 times but the same issue occurred. The patient had been anesthetized and 3x nanknife probes had already been inserted into the patient. The patient was reported to have been under anaesthesia for a prolonged period greater than 30 minuted due to the event. It was reported that the patient suffered no adverse effects due to the event. It was reported the nanoknife system is available for return to the manufacturer for evaluation.